Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was in continuous suction at pressure level two. The team attempted to decrease the pressure to level one, resulting in significant reduction in the patients mean arterial pressure and extra-corporeal membrane oxygenation. The team made the decision to remain on pressure level two despite suction issues. The patient was attempted to be escalated to an impella 5.5 due to the low flow issues. The 5.5 implant was not successful, and the patient was implanted with a new impella cp. Medical safety review of the event noted use of the original impella cp device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.